Event description:
It is reported that an fms balloon leaked. It is unknown whether the balloon leakage occurred during testing of product or while in use.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No other information provided at this time. First attempt to gather additional information was performed on 01/31/2014 via voicemail message to complainant. To date, complainant has not returned follow-up call. On 02/14/2014 territory manager confirmed that a lot number was not available. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected.